Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. It is unknown from the provided information, if the user conducted reprocessing in accordance with the instructions for use (IFU). The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif-xz1200 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subjected device exhibited foreign material in the air/water nozzle. There was no patient involvement.